Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this lead presented with an underlying low rate. The associated device interrogation illustrated a higher than expected pacing impedance measurement and a slightly higher threshold however, sensing was confirmed acceptable. During in office proactive maneuvers, no system noise was observed and no additional adverse effects of note. For this reason, the physician elected to monitor, prior to any further intervention. This lead remains implanted and in service at this time.